Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Only the stent implant was returned for analysis, confirming the reported dislodgement. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned stent, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the xience alpine when the protective sheath and stylet were removed together without resistance, the stent dislodged in the sheath. The stent was pulled out of the sheath with slight resistance noted. A new xience alpine was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.